Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the event resulted in an unscheduled clinic or office visit. The pump and catheter were replaced.

Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# c67554, implanted: (B)(6) 2010, product type: accessory. Product ID: 8590-1, lot# n248322, implanted: (B)(6) 2010, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (7.0 mg/ml, 3.6573 mg/day, unknown lot number) via an implanted infusion pump. The indication for use was noted as other, non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a pump and that something had "gone wrong" and her "pain was freaking out of control." It was noted that the patient was to have a dye study performed the following week. The patient stated that "she doesn't know if something is wrong or if her pain has changed." The results of the dye study were not reported. The results of the dye study were not reported. Additional information has been requested regarding the patient's symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.